Manufacturer narrative:
Actual sample was received for evaluation. The sample was visually inspected according to quality control specifications for any defects. A split, approximately 2 inches long and about 2 inches from the saline t-connector, was detected. The split penetrated the pump segment inner wall. No functional testing was performed, as the split penetrated the inner wall and would have caused a leak. Based on the sample analysis, the complaint as stated, is confirmed. The record review did not indicate anything that could have caused or contributed to the complaint. There is no known source, within the manufacturing or assembly process, that could have caused or contributed to the split, therefore the co can only speculate that the split was due to use and/or handling. Co will continue to monitor this information for trends. The customer has been sent a follow up letter. This complaint is closed.

Event description:
Rec'd notice of complaint concerning above product from chief technician. Spoke with charge nurse regarding actual event. States that just after the patient's treatment was initiated, the air detector alarm went off, it was cleared and ok for a few minutes, then went off again. Upon inspection, blood noted dripping from the pump housing. Treatment stopped, noted air in blood on arterial side of dialyzer. Charge nurse states that they were able to return some blood in the system, but estimates that blood loss was approximately 200cc. The pt was stable throughout the event and there was no further report of injury. Treatment re-initiated with new set-up and completed uneventfully. The actual sample is available. A response letter and mailer has been sent to the user facility. Medwatch filed for blood loss.